Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection ( 1 gram, intraperitoneal and start dose) and amikacin injection (100 mg, intraperitoneal and one bag per day). Ten days after onset, the patient's catheter was removed, dianeal therapy was discontinued and the patient was switched to hemodialysis. Eleven days after onset, the patient was discharged from the hospital and was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. It was reported that re-catherization will be performed after 3 months. No additional information is available.